Manufacturer narrative:
Device evaluation confirmed the reported issue of shaft frosting and determined a vacuum sleeve failure was the cause of the issue.

Event description:
Probe frosted up the shaft during pretesting. Another probe was used to complete the case.